Event description:
Caller alleging possible discrepancies and possible adverse events with 34 patients. Customer reported discrepant low results on the inratio meter vs. A lab. He did not have any values to provide. He could not provide any lot or serial numbers. Caller reported he remembered on patient who was admitted to the hospital with a nose bleed-this patient tested on the inratio meter at a "normal reading" according to the customer. No other patient specific information was provided. Customer states that with all of the patients, the testing between the inratio and the lab was within approximately 1 hour. Numerous calls were made to the physician for additional information, no information was obtained. On last phone call the physician ended the call abruptly and hung up.

Manufacturer narrative:
Investigation pending.